Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) setscrew was in a position that made it difficult to insert the lead into the connector block. The ipg was replaced and another ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the returned device set screw was found in the connector bore.